Event description:
It was reported that the stylus touch pen could not enable operation with the programmer. The programmer was returned for service. No patient involvement or complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis confirmed the reported event. Overlay touch screen was changed. Afterwards, an error occurred during functional testing; a printed circuit board was replaced.